Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. The forceps elevator was insufficiently reprocessed after the procedure. Foreign material on the forceps elevator got dry and adhered since the user did not reprocess the device immediately after the procedure. If significant additional information is received, this report will be supplemented.

Event description:
The user found that there was leakage on the device. The user returned the device to olympus repair center. During the inspection of the device, olympus repair center found that the forceps elevator was clogged with foreign material. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
The device was evaluated at olympus repair center. According to the evaluation, the following was found. - due to a pinhole on the bending section rubber, water tightness was lost. - adhesive on the bending section rubber has a crack. - connecting tube has wrinkles and a cut. - switch has a cut. - the angulation knob is dirty. - universal cord has a scratch. - control unit has a scratch. - due to the wear of angle wire, angulations did not meet the standard value. - due to the wear of angle wire, the play of the angulation knob is out of the standard value. - water removal test fails due to a deformed nozzle. -the nozzle was not clogged with a foreign substance. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.